Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to reproduce the issue and replaced the universal surgical manipulator (usm) to correct the error issue. System was tested and verified ready for use. The complaint was confirmed based on the field evaluation. Isi has received the usm associated with this event. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted parastomal hernia repair surgical procedure using an xi system, the customer reported repeated errors. A review of the error logs revealed a 32097-error associated with universal surgical manipulator (usm) 1. As the procedure was nearing completion, the intuitive surgical, inc. (Isi) technical support engineer (tse) advised that if the error were to recur, the team could attempt to recover or potentially disable arm 1. The procedure was completing as planned, and no patient injury was reported.